Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen at their dentist and provided notes/letter from that visit. The dentist found patient is hitting end to end on all posterior teeth which is unfavorable and traumatic occlusion. Upper anterior teeth still sow crowding and likely need ipr or attachments to move into correct alignment without excessively moving teeth further and creating bone loss. Patient was referred to an orthodontist. Discussed with patient about current mobility and recommended seeing an orthodontist for an evaluation. Highly recommended not to continue byte aligner treatment due to mobility, unfavorable occlusion and need for more movement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.